Event description:
This information was from (B)(4). It was reported that a xience v stent was deployed in the index procedure on (B)(6) 2012. On (B)(6) 2014, the patient underwent revascularization of the target lesion. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The lot history record (lhr) review for this product was not performed because the part and lot number were not reported and the product was not returned for analysis. The reported patient effect stenosis is listed in the xience v everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency.